Event description:
A consumer reported that needle snapped off in the stomach of a female (age unk) who was using novofine 6mm 31g due to diabetes mellitus. The patient experienced that the needle broke off in her stomach. The following morning she experienced soreness where the needle had broken off. The woman went to her general practitioner who advised her to go to the emergency room. At the emergency room the patient was given a local anesthetic and the needle was removed. The surgical wound required 3 stiches, which will be removed in 2005.

Event description:
Needle snapped off in the stomach (medical device complication). No sample was freturned for testing. Batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Batch refrence sample tested: visual examinations performed. Needle tested for resistance to breakage. During testing it has not been possible to detect any irregularities on a reference sample from the batch in question. Nothin abnormal was found with the reference sample.

Event description:
The broken piece of needle will not be returned for analysis.